Event description:
It was reported that a patient experienced a possible allergic reaction. The patient is experiencing swelling/inflammation at the mouth at night, burning sensation on their tongue, swollen lips and eyes and pain. Patient wore the appliance for 3-4 nights. Patient's tongue is still red and swollen but improving. After the patient discontinued the use of the device, the symptoms did not resolve fully but the patient is doing better. No permanent injury was reported nor were any additional procedures required.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The returned device was visually inspected and no defect or abnormality was observed. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean where debris was observed. Root cause description: a root cause for this complaint cannot be explicitly determined. A potential root could be that the reactions could be caused by how the device was maintained. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).